Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
During an in-clinic follow-up, charge-time-out was noted on the device. A manual capacitor maintenance was performed, however telemetry was lost and the maintenance was unsuccessful. The device was successfully explanted and replaced. The patient was stable with no adverse consequences following the procedure.

Manufacturer narrative:
Bench testing was performed which included impedance measurements, sense testing, temporary pacing, a capacitor maintenance, and patient notifier activation. The device charge time limit was reached during the capacitor maintenance. The device functioned normally for all other bench tests. The device was cut open and the original capacitors were replaced with a functional set. A capacitor maintenance was performed, and the device charged the capacitors normally within 8.4 seconds. The original capacitors were sent to the supplier for analysis. Manufacturer analysis showed the cause of the event was due to the cathode and insulating paper being compromised during the anode wire weld process. The reported field event of the charge time limit being reached was confirmed.